Event description:
It was reported that at 230,919 joules while using the side-firing surgical fiber during a prostate procedure, diminished tissue vaporization and end-firing of the output beam were observed. Time expended: 30 minutes. The procedure was completed using a second surgical fiber at 120,026 joules of use. The patient outcome was reported as "ok" - there was no injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.